Manufacturer narrative:
Company representative evaluated the system and replaced the telepack.

Event description:
Customer reported loss of communication between the dpm central station and ambulator telepack, which may have affected telemetry monitoring. No pt injury was reported.